Manufacturer narrative:
Of the 27 allegations of a malfunction, 14 pumps were returned to animas and investigated. Of the investigated pumps, 12 were found to be malfunctioning due to a dim and discolored display screen. During investigation for unrelated allegations, there were 2 additional instances of a dim and discolored display screen with moisture ingress. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes " 27" malfunction events. A review of the events indicated that the one touch ping model pump experienced a dim and discolored display screen with moisture ingress. These reports were received from various sources. The patients associated with this allegation ranged from 8-73 years of age and between 27 and 265 pounds. Of the reported patients, 10 were male and 17 were female.

Manufacturer narrative:
Follow up #2 04/21/2017 device evaluation: in q1 2017 there were 2 additional instances of dim and discolored display screens with moisture present failures found during investigation of pumps returned under this report. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Follow-up #1 date of submission 10/25/2016 - device evaluation: in q3 2016 2 pumps were returned and investigated. There were 2 instances of dim/fading/colorspctrm w/moist found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.